Event description:
The reporter indicated that an implantable collamer lens had tore with an lioli-24 device. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).